Manufacturer narrative:
The thus/thump was utilized and downloaded trace/history files properly. In further full review in the pump history found: pump error 25 alarm on 09/18/2024 at 15:17:00.000 and 10/04/2024 at 17:08:00.000. The power management graph confirmed power error 25 was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No pump error 25 alarm during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The internal battery was tested in stb3 for internal battery est measurement and confirmed the internal battery not holding charge. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case identified during the visual inspection. Customer alleged for pump error 25 alarm confirmed in the pump history was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to internal battery not holding charge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 alarm. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Customer reported receiving a power error detected alarm. Customer was able to clear alarm but was unable to complete the rewind process. No harm requiring medical intervention was reported. It is expected that customer would discontinue the use of pump. Mmt-1885 was requested and customer response was the device will be returned.